Event description:
It was reported that the system was mixing up data between pts and losing images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and deleted corrupted files from the hard drive. System operates as intended.